Manufacturer narrative:
The pod was received fully deployed. All three batteries were measured to be low. All attempts to download the returned pods data, were unsuccessful despite removal of the printed circuit board (pcb) assembly and connection to a 4.5v source meter. The cause of the low batteries could not be determined. Without the download data, it could not be determined whether the pod completed both priming sequences and when the needle mechanism deployed. No damages or deficiencies were observed that would result in the needle deploying early. The investigation could not determine the cause of the reported event of the needle deploying early. The device was received with the adhesive pad attached to the bottom housing. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula was poking out before being placed on the body indicating a needle mechanism failure. It was also reported that the adhesive would not stick properly. The patient blood glucose levels reached >250 mg/dl. As treatment, the patient successfully activated a new pod.